Event description:
It was reported the video system center had no display on the monitor. The issue occurred during preparation for use in a diagnostic gastroscopy. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided the following is the results of the investigation: 1. Front panel hangs/buttons intermittently unresponsive was likely due to printed circuit board failure. The root cause could not be determined. 2. There was no display likely due to a faulty printed circuit board. Printed circuit board. The root cause could not be determined. Olympus will continue to monitor the field performance of this device.